Event description:
A malfunction was reported involving the pump, identified by malfunction code 16, with multiple occurrences noted. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy, and tandem technical support arranged for a replacement pump to be sent. Additionally, instructions were provided to put the pump into storage mode before returning it, and a pre-paid label was supplied for the return within 10 days.